Event description:
It was reported via phone call that the insulin pump alarmed motor error during while they were filling the tubing. The blood glucose reading was 203 mg/dl. The customer stated that they went through a metal detector with the insulin pump. Troubleshooting for the insulin pump was conducted and they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. The insulin pump passed the prime/ compromised force sensor, displacement, seat/rewind and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing.